Event description:
Information was received from a healthcare provider (hcp) and a company representative (rep) regarding a patient receiving intrathecal fentanyl (500 mcg/ml at 50 mcg/day) via an implanted pump for an unknown indication for use. It was reported that the patient went to the emergency room (ER) disorientated, with nausea and vomiting. It was reported that the patient's pump was changed from morphine to fentanyl (500 mcg/ml at 50 mcg/day) on wednesday. Diagnostics/troubleshooting performed included interrogating the pump to find programming and read logs from wednesday. The hcp ordered the pump to minimum rate. It was further reported the rep visited the patient on (B)(6) 2023 and turned to monitor and rate per the hcp. It was unknown if the issue resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but would not be made available for this report. Additional information was received from a company representative (rep) reporting that the patient was on the highest dose of morphine prior to the drug change. It was also reported that the cause of the patient's disorientation, nausea, and vomiting was not known. The healthcare provider (hcp) ordered the patient's medication and turned the pump to minimum rate. It was unknown if the event was resolved as the rep was unable to get a hold of the patient. The rep indicated they would have no further information on this event. Additional information was received from a healthcare provider via a manufacturer representative. It was reported that in late (B)(6) the patient's pump was switched from morphine to fentanyl and the patient ended up in the hospital with an overdose. The manufacturer representative (rep) stated that pump was put on minimum rate at that time and the patient was now seeing a new healthcare provider (hcp). The rep inquired if pump logs would show any dosing or drug history; the manufacturer's technical services specialist (tss) reviewed that they would need to access reports to get any information other that what is currently in the pump. The issue was not resolved through troubleshooting. Additional information was received from the manufacturer representative. It was reported that the patient visited the ER, and was then admitted to the hospital. The cause of the overdose was unknown. The patient mentioned that possibly no bolus was performed when the drugs were changed. The patient was seeking care from the new provider and switched back to morphine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.